Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft, vela suprarenal, and two (2) vela infrarenals on (B)(6) 2017. After the index procedure was completed the same day, the patient's blood pressure dropped and the implanting physician concluded that the patient had a rupture in the iliac. This physician then re-accessed the patient's groin and implanted two (2) ovation limb stent grafts and three (3) extenders to stop the bleeding.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 23 mar 2018 and 30 mar 2018 and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: date of report. Additional information: relevant tests/laboratory data, other relevant history, device manufacture date. Add method code 4119. Add conclusion code 4315.